Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported two different saline clamps opened during a routine hemodialysis treatment, allowing the saline bag to empty and arterial air alarms to occur. Treatment was discontinued without rinseback due to the amount of air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback due to the amount of air in the circuit. The arterial air alarm is a result of air being introduced into the circuit due to the open saline clamps. The cycler alarmed appropriately. The cartridge was not returned as requested. The actual cause of the open saline clamps cannot be determined, but is likely due to user error not correctly closing the clamps initially. Clamps are standard components used throughout industry. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.